Event description:
Alleged unintentional movement of the beds head up function.

Manufacturer narrative:
The account determined when the siderail switch package is disconnected, the unintentional movement will not occur. The account replaced the siderail switch package to repair the bed.